Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown broach trial-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported there is inconsistency between the broach and actual implant. Have to countersink broach to get the stem down. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. The investigation could not verify or identify any evidence of product contribution to the reported problem as the device was removed and re-implanted which is allowed per the surgical technique. Surgical techniques states, if the implant does not advance with each strike of the mallet, stop insertion and remove the component. Then rasp or ream additional bone from the areas that are preventing the insertion and insert the component again. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported events.